Manufacturer narrative:
(B)(4). The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected replace battery now alarms noted in the pump history file. Multiple replace battery alerts noted in the pump history file and pump error (power error detected) alarms were triggered when the lithium backup battery (loaded v lith) was less than 3.50 v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue (j6). Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for a day with the pump functioned properly during testing as shown in the power management graph. The pump was received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, faded serial number label, peeling off serial number label, missing end cap address label and corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got alarming replace battery now. Customer¿s blood glucose level was unknown at the time of the incident. Tomer had received another alarm within a few hours of replacing the battery for a new one. Pump will be replaced due to this reoccurring problem. The customer was advised that the pump will be replaced.